Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test, active current measurement, sleep current measurement and displacement test. No low battery alert, failed battery test alarm or no delivery alarm noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No delivery alarm or failed battery test alarm found in the pump history file/trace on the event date 15-nov-2024. Pump trace download analysis confirmed the pump alarmed a normal low battery alert (104) on (B)(6) 2024 at 01:07:00. No unexpected low battery alerts listed in the pump trace download on the event date 15-nov-2024. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. No delivery/occlusion alarm, failed batt test alarm or charge/battery lasts less than expected was not confirmed. Cosmetic damage confirmed at the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low/short transmitter battery life, the pump was dropped, unknown sensor failure, insulin flow blocked alarm, and failed battery test. The customer reported hypoglycemia, which did not require treatment. The event involved product(s) mmt-1884, mmt-332a, mmt-7040a, mmt-7841zn, and unomedical. Troubleshooting was not performed, and the issue was not resolved. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. Product return was requested for unomedical. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.